Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : b3: event occurred on an unknown date in (B)(6) 2023. D2: additional procode: mni. D6: device implantation occurred on an unknown date in (B)(6) 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is an unknown date in (B)(6) 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from spain reports an event as follows: it was reported that on an unknown date in (B)(6) 2023, the patient underwent an operation with the products in question. The patient¿s radicular pain improved after the surgery, but they have since had disabling lumbar pain. Tests performed with x-ray and CT scan were normal. The patient suspects they have an allergy to titanium. No further information is available. This report is for a viper system fenestrated cortical fix polyaxial screw 5.5 x 5 x 45mm. This is report 6 of 8 for (B)(4).